Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured the customer's weight was not provided.

Event description:
The customer reported that she obtained high readings on the contour next link 2.4 meter. The customer stated that her blood glucose reading at 4:35 p.m. Was 478 mg/dl. She performed another testing at 5:49 p.m. And obtained a reading of 538 mg/dl. While the customer was working out in the morning, she experienced symptoms of hyperglycemia such as dry mouth and feeling sick. The customer reduced her food intake. Since the customer's insulin pump was not connected to the meter, the customer manually took extra insulin based on the high readings. The customer alleged that she did not feel well even after taking extra insulin and experienced severe dehydration. She associated the incorrect dose of the insulin with the pump not being connected to the meter. At 7:00 p.m., the customer went to an emergency room. She obtained a reading of 442 mg/dl at 7:21 p.m. And was treated with insulin. The customer mentioned that she was provided a new pill of desmopressin at the doctor's office to improve her diabetes management. She was discharged on the same night. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.,

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found. Section b5 of the initial report indicated that the customer obtained high readings on the contour next link 2.4 meter. The actual meter involved in the event occurrence is contour next link meter. Section b5 has been updated with this information.

Event description:
The customer reported that she obtained high readings on the contour next link meter. The customer stated that her blood glucose reading at 4:35 p.m. Was 478 mg/dl. She performed another testing at 5:49 p.m. And obtained a reading of 538 mg/dl. While the customer was working out in the morning, she experienced symptoms of hyperglycemia such as dry mouth and feeling sick. The customer reduced her food intake. Since the customer's insulin pump was not connected to the meter, the customer manually took extra insulin based on the high readings. The customer alleged that she did not feel well even after taking extra insulin and experienced severe dehydration. She associated the incorrect dose of the insulin with the pump not being connected to the meter. At 7:00 p.m., the customer went to an emergency room. She obtained a reading of 442 mg/dl at 7:21 p.m. And was treated with insulin. The customer mentioned that she was provided a new pill of desmopressin at the doctor's office to improve her diabetes management. She was discharged on the same night. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.